Manufacturer narrative:
Full name of the facility is (B)(6) hospital. Due diligence was executed for this event. Customer was unable to provide any additional information. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there was noise and no image yielded by the device. This is attributed to a cut on the charge couple device (ccd) cable. In addition, an e218 scope malfunction error message was received for the device. This is attributed to the damage to the ccd unit. Other observation for the device: due to a scratch on light guide (lg) connector, water tightness is lost; adhesive on distal end rubber coating (a-rubber) has a chip; bending tube is deformed; due to damage on forceps elevator (fe) lever, bending section cannot be fixed firmly; label on lg connector is peeled; universal cord is dirty; and lg cover glass, switch (sw) sw1, sw3, up/down plate, right/left plate, angulation lever, grip, control unit, video connector case, and video connector have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of bad image issue. There is no harm to any patient or healthcare professional due to this event. Upon evaluation of the returned device, it was observed that there was noise and no image yielded by the device. This is attributed to a cut on the charge couple device (ccd) cable. In addition, an e218 scope malfunction error message was received for the device. This is attributed to the damage to the ccd unit. This medwatch is being submitted for the reportable issues of no image and e218 error message observed during device evaluation.

Manufacturer narrative:
His report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. Observe the palm, etc. With normal light observation images and nbi observation images. Make sure the light is coming out. (See figure 3.23). Adjust the amount of light to get the proper brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Operate the angle lever of the endoscope to bend the curved part. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities.". Olympus will continue to monitor field performance for this device.